Event description:
It was reported that the surgeon used the #3/#5 punch to #6 femoral notch preparation block. The #3/#5 punch stuck with the guide, but it could be removed with slide hummer. After the event, #7/#9 punch was used properly and the procedure was completed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding seizing device involving a universal notch prep. Punch was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of the return device confirms that the 2 devices show galling, this was cause during an off axis overload creating deformations on the mating sections of the devices during the use of the device. Medical records received and evaluation: not reviewed as patient factors were related to the reported event. Device history review: review of the device history records indicates the lot was manufactured and accepted into final stock. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that seizing on the devices was caused by the matting guide of the devices contain gulling that was created most likely by off axis overloads during the 9 years of use.

Event description:
It was reported that the surgeon used the #3/#5 punch to #6 femoral notch preparation block. The #3/#5 punch stuck with the guide, but it could be removed with slide hummer. After the event, #7/#9 punch was used properly and the procedure was completed.